Manufacturer narrative:
The pad device was installed on (B)(6) 2010 and operated successfully until (B)(6) 2011. The device then failed a weekly self test due to a low battery on (B)(6) 2011. The device remained in fault mode until (B)(6) 2012 when a new pad-pak was installed and the device passed an auto self test. The reported problem with the device could not be replicated nor is there any history of the device switching itself on. The pogo-pins were tested and the voltage across the -ve terminal pogo-pin was reduced enough to potentially cause the self test fails reported. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.